Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged critical pump error (open book image) and pump error 35 alarms found on (B)(6) 2021. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, keypad voltage test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded history files shows there are no pump error 35 alarms noted however, on (B)(6) 2021 between 18:57 and 21:17 there were ten (10) pump error 61 (stuck key) alarms. The pump was cut open for visual inspection. No damage or moisture damage on pcba 2, the mot or, or the force sensor however moisture damage was found on pcba 1 and the keypad flex tail. Pump error 61 (stuck key) alarms located in the pump history files on (B)(6) 2021 are due to moisture damage on pcba 1 and the keypad flex cable. The force sensor zero offset is within specification (23.6 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, and pillowing keypad overlay. Critical pump error (open book) alarm and pump error 35 alarm are not confirmed. Moisture damage is confirmed. Pump error 61 (stuck key) alarms located in the pump history files on (B)(6) 2021 are due to moisture damage on pcba 1 and the keypad flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that insulin pump had critical pump error on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.